Event description:
Vega found the MDR report on the FDA website as MDR no. 3006446479-2023-00001. MDR report contents: the patient reported one unit of su100dc that started smoking while using the unit. No report of injury was received. Evidence shows that the unit burnt out. Ng q'ty: (B)(4).